Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial reporter fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the watchman procedure to treat atrial fibrillation, versacross connect access solution kit was selected for use. It has been mentioned that j wire was stuck and was not able to be removed because the coating buckled and therefore was not able to retract back into the dilator when j wire was inserted into the superior vena cava for the exchange. The guidewire has visible damage after removal from the body. The procedure was completed successfully by switching to an amplatz wire. No patient complications have been reported. The product is not expected to be returned as it was disposed in the facility. No other issues have been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the watchman procedure to treat atrial fibrillation, versacross connect access solution kit was selected for use. It has been mentioned that j wire was stuck and was not able to be removed because the coating buckled and therefore was not able to retract back into the dilator when j wire was inserted into the superior vena cava for the exchange. The guidewire has visible damage after removal from the body. The procedure was completed successfully by switching to an amplatz wire. No patient complications have been reported. The product is not expected to be returned as it was disposed in the facility. No other issues have been reported.